Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to flattening. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the physician damaged the right ventricular lead while trying to repair a nicked artery. The lead tested with low impedance and no capture. The lead had apparent insulation damage. The lead was removed and replaced. No patient complications have been reported as a result of this event.